Manufacturer narrative:
Product analysis: analysis found that the cursor position did not coincide with the stylus position on the programmer screen. The stylus was calibrated. Software was updated. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.